Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se with a 6fr sheath after a percutaneous coronary interventional procedure. Reportedly, the exchange sheath could not be fully split as the sheath splitter became stuck and blocked within the sheath. The sheath splitter became stuck outside of the patient's anatomy. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Hemostasis was achieved by applying manual arterial compression. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). . The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy thumb advancer and difficult to remove was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to deploy thumb advancer and difficult to remove incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency. The instructions for use (IFU) under precautions. Which states; do not deploy the clip in areas of calcified plaque. The IFU under closure procedure instructs the user to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion, tortuosity or presence of arterial wall dissection.